Manufacturer narrative:
Device evaluated?: destructive analysis found no significant anomaly (motor o-ring wear). Analysis findings were consistent with a pump that had been exposed to MRI, but available information indicates that patient did not undergo an MRI prior to the pump stalling. The pump passed all testing, and no motor stalls were observed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from the healthcare professional (hcp) via a company representative. It was now reported a pump motor stall occurred on (B)(6) 2015. The patient was unaware of the stall until he was seen by the physician for a follow-up appointment on (B)(6) 2015. No alarms were heard by the patient or their wife during this time. The pump motor recovered about 37 minutes prior to pump being updated on (B)(6) 2015. No diagnostics or troubleshooting was performed. The patient had other medical complications around the time of the motor stall and did not notice withdrawal symptoms. It was unknown what led to the event. The dosage was reported as 215mcg/day. The pump was replaced on (B)(6) 2016 to resolve the issue. The catheter had good flow of cerebrospinal fluid (csf). The issue was reported as resolved and the patient's status was alive no -injury. Further information was later received when the device was returned. Pump logs were provided from when the pump was examined on (B)(6) 2016. The logs displayed a motor stall on (B)(6) 2015 followed by a tube set 48 hours later and then a motor stall recovery on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
On 2015-12-15, information was received from a physician regarding a (B)(6), male patient who was receiving lioresal 2000mcg/ml at 430 mcg/day (lot number unknown) via an implantable pump for intractable spasticity and head/brain injury. The event logs showed a motor stall occurred on (B)(6) 2015. A stopped pump period may exceed tube set message then occurred on (B)(6) 2015. The patient had not reported withdrawal; however, he was feeling tighter and had more back pain. It was noted the patient had not recently had a MRI. Additional information has been requested regarding the drug information, the patient's medical history and concomitant medications, the cause of the event, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.